Event description:
The facility's biomed reported a fail code 812:02 on channel a. The biomed did not have info regarding whether the failure occurred during pt use of biomed testing. The biomed stated that there have been no reorts of any pt incident involving this pump since the last baxter service event.